Manufacturer narrative:
Supplemental submitted to include additional information received that changed b5 and h6 fields as the device has been received but evaluation has not begun.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts. Additional information was received stating the device returned to boston scientific for analysis.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported despite good faith efforts. Additional information was received stating the device returned to boston scientific for analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7079878. Device analysis performed on the returned adapters revealed no anomalies and passed visual inspection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4). Product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7079873. Tw# (B)(4). Product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7079878.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.